Manufacturer narrative:
Event date is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has 6-8 coupling bars while recharging, but recharging takes too long. The rep said that this has been happening for the last couple of months. The rep said the clinician programmer showed poor. The rep accessed recharge statistics and the most recent session showed 8 coupling bars which is what the caller confirmed. The rep said the patient wears a belt and does not move around while recharging. The recharger is kept in the patient¿s pocket and periodically checked and shows 6-8 boxes. The patient was charging in the healthcare provider (hcp) office and was going to continue to charge. The rep was going to keep an eye on the boxes to see if they decreased. Recharging statistics showed some sessions with 0-1 coupling bars. No symptoms or further complications were reported.